Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient called to report lost sensor alarms on the sixth day of use. The reported bg at the time of the call was 182 mg/dl. Troubleshooting revealed that the patient was using the product correctly. However, when checking the insertion site, the patient noticed that the sensor had pulled out of the site. The patient stated that it may have occurred earlier in the day, when he bent down to pick something up. Advised the patient of ways to help with the sensor adhering to the skin. Nothing further was reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. No adhesive anomaly could be confirmed due to the sensor being returned opened and used.